Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor failed continuity tests using the cirris tester. Broken traces at the rd15 connector was observed causing multiple open connections. When tested with known good lab equipment a ¿sensor malf" error message displayed.

Event description:
It was reported that there were low spo2 readings. No known impact or consequence to patient.